Event description:
A customer reported that the pump declared a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to reload the original cartridge and attempt a pump reset; however, the customer could not resume insulin delivery with either method. Consequently, technical support decided to replace the pump, confirming that it was under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions were given to store and return the problematic pump, which the customer understood and acknowledged.